Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02296. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and pod packing coils (podjs). During the procedure, the physician felt resistance advancing two ruby coils through the lantern, however was able to successfully place them. The physician then felt resistance advancing a podj through the lantern, and consequently the pusher wire of the podj became bent. The physician therefore removed the podj and the lantern, and then found that the lantern was kinked. The procedure was therefore completed using a new lantern and additional podjs. There was no report of an adverse effect to the patient.